Event description:
It was reported that the patient's right ventricular lead was found to be dislodged. No electrical malfunctions were noted. The lead was explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences was available.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix stretched/bent and clogged with blood/tissue. X-ray examination found the helix was stretched/bent consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.